Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 720 mg/dl. The patient reported that they had stopped wearing their omnipod due to not having the correct dexcom sensor. The patient did not realize that they could use the omnipod system without the dexcom g7 sensor. Symptoms reported include thirst and frequent urination. The patient was diagnosed with hyperosmolar hyperglycemic state (hhs). The patient was treated with 3 bags of fluids, potassium and insulin drip for the 5 days. The patient was released on (B)(6) 2026.